Event description:
In april 2002, the pt reportedly experienced an overly loud sensation. After approximately one hour the device stopped linking. Further testing indicated that the device was no longer functioning.